Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient has gone 12 times to the ER with clogged up foley catheters.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. The root cause for this reported problem was unable to determine, however, a potential root cause for this failure mode could be due to silicone coating. The device was not returned for evaluation. The lot number was unknown. Therefore, the device history record could not be reviewed. The labelling review could not be reviewed due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient has gone 12 times to the ER with clogged up foley catheters.